Event description:
In an abstract titled "clinical outcome and survivorship analysis after x-stop implantation", the following events were reported: post x-stop implantation: nine patients required surgical intervention within two-year follow-up. Six week post-op, the nine patients showed lack of improvement. No additional information was reported.

Manufacturer narrative:
Report source: abstract "clinical outcome and survivorship analysis after x-stop implantation", by tushcel a, chavanne a, becker s, ogon m. Device not returned, internal review of literature, follow-up with author.